Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The other device was not returned for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the shaft of the electrode was found to be within the specification. The molded insulation and hex area were not damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the insulated blade electrode did not fit into the electrode extension. A piece or part of it fell into the patient's cavity and was fully retrieved. There was no patient injury.